Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis required a witness login to access medications. The field service engineer (fse) found that the bio ID was not working. After checking device manager, the fse identified a driver issue. Fse uninstalled the device, rebooted, and reconnected the usb cable, but the issue persisted. The fse verified that there were no hidden devices related to bio ID. Fse then loaded the driver for bio ID, which appeared as a hidden device. The fse connected the bio ID to a different port on the docking board, and it was then detected properly in device manager. The bio ID functioned correctly in diagnostics, and the customer successfully tested it in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis was ask for a witness to login and access medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.